Event description:
During the flap creation for lasik surgery with the intralase fs laser, the side cut was created twice, resulting a small tag on the sidecut. Secondary surgical intervention was performed in order to smooth out a fold of tissue in the interface. The pt's visual acuity in the affected eye is currently 20/20. It is unknown as to whether or not the device malfunctioned.